Event description:
It was reported that after insertion of the catheter, the pump's helium alarms were noted. After some trouble-shooting measures were tried without success, the iab was removed. There were no patient complications.